Event description:
It was reported that a right hemicolectomy procedure the device was fired on mesentery with a gray cartridge. The case was completed with no patient consequence. That evening the patient was taken back into the or due to bleeding. The bleeding was coming from the staple line. Two clips were placed on the staple line to control the bleeding. The patient is doing fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response to date, a supplemental report will be sent upon receipt of further information.

Manufacturer narrative:
(B)(4) 2010. Additional information additional followup: could it be determined what portion of the staple line was bleeding? Proximal, distal, center? No. Did the staples appear to be properly formed? Yes. What firing was did this occur on? Unknown. Were any anomalies noted during the original procedure? No. Is the patient expected to have a full recovery? Yes. How long has the surgeon been using the device? Since (B)(6) 2010. Has the surgeon been inserviced? Yes.